Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 9x4.0mm balloon could not be deflated after the first inflation to 16 atms. The patient was asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the proximal left circcumflex coronary artery. The physician advanced a bmw guide wire through a right femoral vascular access site and across the lesion. The maverick2 monorail balloon was being used for post-dilatation after placement of a stent. Several attempts to deflate the maverick2 monorail balloon with the indeflator were unsuccessful, so the balloon was inflated unitl it ruptured at 24 atms. The entire maverick2 monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good.'